Event description:
The customer reported that one of the sets was cracked. The sample was thrown away before the location of the crack could be identified. The customer was not sure if too much pressure was used on the port and cracked it that way. No samples were saved. Product code 9542; lot number is unk.